Event description:
Birmingham hip resurfacing metal ion reaction. I had both hips resurfaced in 2008-2009. I have developed pseudotumors in both hips due to metal debris from my bhr's. I have elevated levels of chromium and cobalt in my blood. I scheduled surgery to replace both bhr's with total hip replacement on (B)(6) 2012. I have been in considerable pain and other symptoms such as ringing ears, reduced urine stream, fatigue, and depression over the last year.